Manufacturer narrative:
(B)(4). Evaluation results: related to operational context (device inspected prior to use with no abnormalities noted. Root cause of reported event was most likely procedural related). Evaluation conclusions: operational context contributed to event (device inspected prior to use with no abnormalities noted. Root cause of reported event was most likely procedural related).

Event description:
The physician intended to implant an integrity rx (rapid exchange) coronary stent to treat a lesion in the mid lad. Lesion pre-dilation was performed. Resistance was encountered advancing the device across the lesion and the device was removed. The stent was observed to be damaged on removal. The device had been inspected prior to use with no abnormalities noted. Another integrity stent was successfully used. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specification. The 1st distal segment was raised and deformed.